Manufacturer narrative:
H.6 investigation summary:bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that the sleeve function was leaking with a bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder. This occurred on 2 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: np sleeve leaking blood exposure was there both for patient and phlebotomist, no mucosal membrane affected.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the sleeve function was leaking with a bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder. This occurred on 2 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: np sleeve leaking blood exposure was there both for patient and phlebotomist, no mucosal membrane affected.